Manufacturer narrative:
Our investigation into this complaint has been finalized. On site troubleshooting performed by our field service engineer (fse) concluded that there were no voltages on the dc capacitor. The field service engineer exchanged the transformer part including the dc capacitor. Our conclusion of this investigation is, that the starting problem of the compressor was most likely related to a defective dc capacitor. Because there were no parts received for our investigation, the root cause for this issue was not possible to determine.

Event description:
(B)(4).

Event description:
It was reported that the compressor-mini could not start-up. There was no patient involvement reported. (B)(4).